Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter broke. A renegade was selected for use. During unpacking, it was noted that the catheter was fractured. Another of the same device was used to complete the procedure. There were no patient complications reported and the patient's condition was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned with the hoop and guidewire for evaluation. The hoop was flushed and the device was able to be removed with no difficulties or issues. The shaft was microscopically examined. The inspection revealed the outer shaft was separated 5.5cm ¿ 34cm from the strain relief. The inner shaft in between the separation was stretched. Due to the appearance of the separated ends and the stretched shaft, it appeared that the separation was due to tensile overload. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the catheter broke. A renegade was selected for use. During unpacking, it was noted that the catheter was fractured. Another of the same device was used to complete the procedure. There were no patient complications reported and the patient's condition was stable.